Event description:
Rn reports heparin IV started at 20 cc/hr at 18:15. At 20:15 rn reports 125 cc had infused. Hospital bio-medical office checked pump and could not report error. Only issue found was failed proximal occlusion test.